Event description:
It was reported the pt's device was replaced due to a leak in the catheter at the connection site. The pt was admitted to the hospital with symptoms of withdrawal, and a dye study revealed the leak. At the time, it was noticed the pt's pump was near its expected end of life, and was replaced at the same time. The medication being delivered via the device was lioresal. The pt recovered without sequela.

Manufacturer narrative:
(B)(4) . The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.